Event description:
An ophthalmic surgeon reported that during vitreo-retinal surgery, "a trend of enophthalmos" occurred due to hypoperfusion. The three way stopcock, between the infusion cannula and the infusion line, was switched out and the surgeon confirmed the water flow as there were no problems found in the line. The infusion line was exchanged and perfusion was improved. After the procedure, the surgeon noted the "trend of enophthalmos" around the equator.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).